Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the provided log file. The log file contained data spanning approximately 3 days ((B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A few atypical power cable disconnect alarms ¿ ¿rsoc_invalid¿ faults that were not associated with a power source exchange ¿ were observed throughout the data. The alarms appeared to have been caused by the rsoc briefly dropping below the alarm thresholds, although the overall (bus) voltage remained unaffected. No other notable events were observed the returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical events and alarms were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users on how to resolve all alarms that sound from their controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing power cable disconnect alarms while connected to batteries on (B)(6) 2021. The patient exchanged their controller to the backup controller.